Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an off/no power alert without a low battery alert occurring first. Blood glucose level at the time of the incident was 270 mg/dl. The customer reported that the batteries in the device were not new. The caller was advised to insert new batteries and call back if the issue persisted. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
All operating currents are within the specification, no unexpected low battery, battery out of limit, off no power alarm or battery indicator anomaly noted. No unexpected power off of blank display noted. However, the insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked case near the reservoir tube window.